Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots and caval thrombosis which required a thrombectomy. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported as severely traumatized, and the inferior vena cava (ivc) filter was indicated for pulmonary embolism (pe) prophylaxis. The patient's right groin was sterilely prepped and draped. Utilizing ultrasound guidance, the right common femoral vein was percutaneously accessed utilizing micro puncture technique. Contrast medium was injected in the inferior aspect of the inferior vena cava to obtain an inferior vena cavogram. The inferior vena cava was noted to be widely patent; no filling defects to suggest the presence of thrombus within the ivc. The single renal veins were identified bilaterally, with the lowest one on the left at the l1-l2 level. The optease filter was successfully deployed in the infrarenal ivc. There are no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years after the filter was implanted. The patient reports fractured filter struts retained in the inferior vena cava, caval thrombosis, blood clots, clotting and or occlusion of the ivc. The patient also reports an unsuccessful percutaneous surgical removal procedure attempted approximately eleven years and nine months post implantation. Procedural removal details were not provided. The patient further reports having multiple surgeries, medications, diagnostic testing for blood clots, and experienced chronic leg edema, anxiety and depression related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots and caval thrombosis which required a thrombectomy. The patient reported becoming aware of fractured filter struts retained in the inferior vena cava, caval thrombosis, blood clots, clotting and or occlusion of the ivc approximately eleven years post implant. The patient also reports undergoing an unsuccessful percutaneous retrieval attempt approximately eleven years and nine months post implant. Procedural removal details were not provided. The patient further reports having multiple surgeries, medications, diagnostic testing for blood clots, and experienced chronic leg edema, anxiety and depression related to the filter. According to the implant record the indication for the filter placement was prophylactically for pulmonary embolism (pe) in a patient that experienced severe trauma. The filter was placed via the right common femoral vein and successfully deployed in the infrarenal ivc. There were no complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. The instructions for use states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the patient experienced inferior vena cava (ivc) perforation and organ perforation. The patient became aware of the reported events approximately eleven years after the index procedure.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe) after a recent severe trauma. The filter was implanted via the right common femoral vein and placed in an infrarenal position without complications. Approximately eleven years after the filter implantation, the patient became aware that the filter had fractured with fractured segments within the inferior vena cava (ivc), and was associated with caval thrombosis, blood clots, clotting and/or ivc occlusion requiring treatment with thrombectomy. In addition, the patient also reported that the filter was associated with ivc and organ perforation. The patient also reported having undergone unsuccessful percutaneous filter removal approximately eleven years and nine months after filter implantation. Procedural details related to this retrieval attempt were not provided. The patient further reported having undergone multiple surgeries, medications and diagnostic testing related to the reported blood clots and had experienced chronic leg edema, anxiety and depression associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, retrieval difficulty, ivc and organ perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was attempted more than eleven years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and / or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported leg edema experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots and caval thrombosis which required a thrombectomy. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots and caval thrombosis which required a thrombectomy. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.